Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. An x-ray was provided by the customer. The fractured implant was confirmed through the x-ray. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age and weight not provided/unknown. Event date not provided/unknown. Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that implant fractured and had to be removed.